Event description:
It was reported that "the cuff didn't inflate well compared to before. The issue occurred at pretest before use on a patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-12515 et tube, cuffed oral, spiral-flex 7.5 for investigation. The stylet was also returned. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. The sample was returned with the bite block on the tube. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. No functional issues were found with the returned sample. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." "Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." The reported complaint could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
It was reported that "the cuff didn't inflate well compared to before. The issue occurred at pretest before use on a patient". No patient involvement reported.